Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device will be investigated by a maquet service tech. A supplemental- medwatch will be submitted if add'l info becomes available. (B)(4).

Manufacturer narrative:
The device was investigated by a maquet service technician. Ultrasonic contact cream was used, as the disposable, in order to properly test the equipment. It was not possible to duplicate the reported failure. A full functional check and safety test were performed. The device was returned to service. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
(B)(4).